Event description:
A malfunction was reported on the customer's pump, and no notable events occurred prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support confirmed that the pump was included in a field correction and took actions to update the customer's contact information and resend a notice. The customer was advised on using backup therapy with multiple daily injections until a replacement pump with updated software was provided. Instructions were given on returning the defective pump, including placing it in storage mode and using a pre-paid ups label for the return. The customer received guidance on actions required upon receiving the new pump and acknowledged the instructions provided by technical support.